Event description:
The customer stated she was hospitalized for unknown low blood glucose levels. The customer stated her basal rate was set too high and she did not eat either. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.